Event description:
Pt was having a 3 level discectomy and fusion. During the procedure, the instrument broke off in the pt's disc space. The surgeon was able to remove the broken piece and determined that no damage had been done to the pt. Surgery was completed without any further incidents.